Event description:
Caller states the patient tested 40 - 50 mg/dl on the aviva combo system. The following day the patient reported feeling "sick;" he was taken to the hospital and a lab result returned as 395 mg/dl. Approximately 5 - 10 minutes later, he tested 46 mg/dl on the aviva combo system. The patient was treated with a saline IV solution and hospitalized for 2 days due to diabetic ketoacidosis (dka). The patient's condition has improved. Requested return of suspect device.

Manufacturer narrative:
The event occurred in (B)(6).